Event description:
It was reported that the patient presented in-clinic a routine check-up. Upon interrogation, it was found that the right-ventricular (rv) lead inhibited pacing due to oversensing, and had caused patient dizziness. Programming changes were made. Patient condition was stable.